Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. The e-100 generator was returned for failure analysis. This unit was installed onto the test system and manually power cycled 10 times. The e-100 powered on with no issue each time. The vessel sealer instrument was installed onto unit with a saline dipped gauze in the jaws. E-100 was fired with yellow pedal/sync activation and cut/seal about 100 times. The e-100 worked fine without any issue. Could not replicate reported failure.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the e-100 generator led became red multiple times with and error. The technical service engineer (tse) confirmed the reported e-100 error in the system logs. The customer stated that it happened several times but did not provide any additional information. The customer stated that they moved the vessel sealer to the erbe generator to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. Followed up with the initial reporter and obtained the following additional information: the customer did check the system functionality upon powering on the system, the system was fine for a few moments and then went red without anything plugged into it. The customer continued the procedure by using the bipolar energy on the erbe generator.